Event description:
It was reported that the customer's insulin pump feel into a bathroom tub full of water. The insulin pump as a consequence vibrated without an alarm or alert. Her blood glucose at the time of the report was 198 mg/dl. The customer was advised to disconnect from the insulin pump and revert to back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Moisture damage was found on the keypad traces and on the display board. No blank display anomaly or unexpected vibrate was noted during testing. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, a broken belt clip slot at the battery tube threads area and a cracked reservoir tube lip.